Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed an antibiotic (type and amount not reported) due to reported skin irritation breakdown at magnet site. Patient has been instructed to discontinue use of device until site has healed. The implanted device remains.